Event description:
The hospital reported in medwatch that the disposable pt circuit (dpc) was observed to be leaking water at the bottom. This was observed at equipment set up without pt involvement. The event was reported to vapotherm on (B)(6) 2011. At that time, the hospital reported the water leakage was from the dpc top cap. At the date of this report, no product has been returned for investigation.